Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a total of twenty patients were infected with pseudomonas after cystoscopy procedures using maj-891. The user also did not provide patients outcomes. The user could not identify which of their nine maj-891s was used for the patients. The customer conducted microbiological culturing testing on the cystoscope and the nine maj-891s. The cystoscope tested negative and three of the nine maj-891s tested positive for unspecified microbes. The user then reprocessed the three maj-891s and conducted microbiological culturing testing again. The three devices came back negative. The maj-891s had been reprocessed using a non-olympus automated endoscope reprocessor, (aer: (B)(6). The customer explained that they did not always follow the instructions on how to reprocess the product. An olympus representative told the facility to dismantle the maj-891 into its individual components before reprocessing as described in the manual. The customer didn't provide the lot information of the devices which were micro-biologically tested. The customer is satisfied that the bioburden and subsequent patient infections were due to the bioburden evident on the maj-891s. This is 18th of 20 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.